Manufacturer narrative:
UDI_not_required-7. Legal manufacturer: hcs (B)(4). No report of patient involvement. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. A blockage was removed from the suction inlet fitting to resolve the reported issue.

Event description:
The hospital reported very low suction volume. There was no report of patient involvement.